Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being taken to the hospital by ambulance on (B)(6) 2016 and (B)(6) 2016 with blood glucose of 32 mg/dl on both days. Customer reported that on both incident's customer was unconscious and woke up in the hospital as spouse was not able to wake her. During troubleshooting, customer reported of taking medication for addison's disease. Customer was advised that insulin pump passed all test. Customer was advised to monitor insulin pump and to follow up with healthcare professional.